Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y procedure, while sewing the small bowel, the suture needle fell out of the two devices. A new suture was loaded to complete the case. No injury.